Event description:
It is reported that a 2.5mm drill broke in patient and the tip was unable to be retrieved.

Manufacturer narrative:
(B) (4). Evaluation summary: the breakage may have been caused due to application of high torque along with bending/deflection during use. The exact cause analysis cannot be determined with certainty. Evaluation: as returned, the bit is fractured a short distance from where the fluted portion of the bit meets the smooth shaft. Aside from the fracture, the device met print specifications where measured. Device history records have been reviewed and no anomalies were noted. The device had a potential field age of approximately 9 months at the time of failure.